Event description:
A consumer reported that following the use of this product, his eyes became red. He went to the optometrist who treated him with eye medication, and his symptoms resolved. In a f/u, the optometrist reported that following the use of this product, the pt presented with subepithelial infiltrates, decreased visual acuity, and infiltrative keratitis in both eyes. The pt also presented with hyperemia, decreased comfort, and stated that the infiltrative keratitis was secondary to a hypersensitivity reaction to the soft contact lens solution and the soft contact lens material. She also reported the pt was treated with eye medication, the contact lenses were temporarily discontinued, and the event resolved.

Manufacturer narrative:
Eval summary: no sample was returned by the customer. The reported lot number met all release criteria. Batch records were reviewed for no anomalies were identified that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. Incoming components testing results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. There were three similar complaints reported in the number. A completed questionnaire was received on (B)(6) 2012. (B)(4).